Event description:
A customer reported that the insulin gauge displayed an amount different from what was expected, occurring approximately six months prior to reporting the issue. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge and expressed interest in receiving an email with resources on cartridge loading. Customer support advised contacting them again for troubleshooting if the issue happened again, and the customer agreed. Cts to replace pump. Customer will continue to use current pump and mdi.